Manufacturer narrative:
Device received with intermittent button response due to problem isolated to the keypad assembly. Unable to perform displacement test and self test due to intermittent button response.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that buttons of insulin pump was not responding. Customer stated that the numbers was not ramping or the scroll bar was not moving up or down with no input from the user. Customer stated that there was minutes changes. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.